Manufacturer narrative:
There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for failure analysis evaluation.

Event description:
It was reported that after a da vinci-assisted inguinal hernia procedure; the patient required a second surgery to remove mesh and repair an enterotomy. The original procedure date and the re-operation date are unknown at this time. Additionally, the cause of the complication is unknown. There have been no allegations made against a da vinci system or accessory. It was reported that the patient has recovered well. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.